Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited high capture threshold and low pacing impedance. The physician decided the lp was not properly fixated and the lp was repositioned. While repositioning, the lp prematurely separated from the catheter but stayed in the protective sleeve. The lp was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of premature separation was not confirmed. As received, a catheter was returned in one piece with a syringe connected to the valve bypass tool¿s stop cock. Visual inspection found the tether control knob was in aligned position and the tether mode control was in tether mode. X-ray examination of the handle, transition zone and distal tether wires did not find any anomalies that would have contributed to the premature separation reported in the field. The bullets were found slightly misaligned as returned. After cleaning with water, dimensional analysis of the bullet¿s diameter, distal wire diameter, align offset, misalign offset, and the protrusion length fell within product specifications. Functional test was performed and found the associated device was able to load, dock, and release without any anomalies noted.